Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tubing was physically damaged and the catheter was no longer irrigating during ablation. A hot temperature error message was also observed. The catheter was exchanged for a competitor's device and the procedure was completed without any patient complications.